Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the radiolucent open spine clamp was broken. Part breakage was confirmed during pre-usage preparation. No patient was present.

Manufacturer narrative:
H3: analysis was performed for product: 9731780, lot number: 220509. It was reported that the clamp face was bent and the receptacle cylinder was broken and missing. The clamp is unusable as is. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.